Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the system was not booting and the image acquisition system (ias) application would not open. Config file was corrupted. Replacing the config file with back up resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that while outside of procedure, the image acquisition system (ias) was not booting. It was reported that when the main switch was turned on the imaging system would start and displays a text on pendant but would not proceed on that state. There was no patient present at the time of the issue.